Event description:
Clips from a clip applier were falling out into the patient's cavity during surgery.

Manufacturer narrative:
An evaluation of the clip applier showed the device to function within specifications. All remaining clips fired correctly and the complaint of clips falling out was unable to be confirmed.